Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported three valve catheter was found to be leaking during placement, cut short and reconnected, wasting an extension tubing. The catheter was cut short and could still be used. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking connector is unconfirmed because the problem could not be reproduced. One 4 fr groshong two-piece connector was returned for evaluation. An initial visual observation of the returned two-piece connector revealed some use residues throughout the sample. The two-piece connector was observed to be assembled without a catheter. A functional test of pressurizing the two-piece connector with water using a 12 ml slip-fit syringe revealed no leaking throughout the returned two-piece connector. The two-piece connector was disassembled to identify if a catheter was inside the distal connector piece. A microscopic observation of the returned two-piece connector revealed no remains of a catheter inside the two-piece connector. Nothing remarkable was observed throughout the returned extension tubing. Because the two-piece connector did not leak during functional testing of the device and nothing remarkable was observed throughout the returned device, the complaint of a leaking two-piece connector is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.